Event description:
It was reported that the patient presented to the emergency department with complaint of dizziness and was observed with a heart rate less than the lower rate limit of the implantable pulse generator (ipg) device. Additional information from the clinic confirmed the patient was in the hospital ER with symptoms of syncope and device changes were made to increase parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).